Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): examination of the performance data indicates that a high current condition began when the battery voltage was approximately 3.04 volts. Current drain in the as-received condition was found to be nominal. The device was monitored and examined in various modes in attempts to induce a high current condition, but a high current condition was not observed during evaluation of the device.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.